Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Item # unk, stem, lot # unk. Item # unk, shell, lot # unk. Item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05237; 0001825034 - 2018 - 05239; 0001825034 - 2018 - 05240.

Event description:
It was reported that approximately 3 months post implantation, the patient presented with slow wound healing and drainage. Aspiration performed and cultures were (B)(6). CT scan showed no areas of fluid collection. Patient underwent irrigation and debridement, and placed on empiric course of antibiotics for 10 days. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of operative notes dated (B)(6) 2017 confirm that the patient underwent irrigation and debridement of right hip, approximately 3 months post primary right tha, for drainage and non healing surgical site wound. Labs and cultures were negative for infection. Op note discusses no visual signs of infection, and deep tissues intact. Surgery was completed without complications under general anesthesia. Patient was treated with preventative 10 day course of oral antibiotics and weightbearing as tolerated as well as followup visits. Surgeon noted low protein levels and stressed the importance of proper nutrition to patient for wound healing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.